Event description:
The phillips defibrillator was plugged into the outlet in the bed set on pacer mode at 120 ma when it stopped working. Screen went black and all capabilities caused. The device was unplugged and plugged back in to another outlet and rebooted and worked fine. Battery life indicated high. No evidence of alarms prior to shut down. Prolonged cardiopulmonary resuscitation/advanced cardiac life support prior to pacing. User message code for the nbp calibration due. FDA safety report ID# (B)(4).